Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) (B)(6) 2024, with the implant of an alto abdominal stent graft system. The final angiogram showed that the device had migrated 2cm distal causing a type ia endoleak. Due to the tortuosity in the distal neck the stiff wire was pulled back into the sack prior to the angiogram and landing at the renals. The alto main body was also ballooned before injecting the polymer to help ensure wall apposition on the outside curve. Polymer filled both limbs and rings without any issue. Retrograde cannulation was paused at 14 minutes to balloon the rings for a minute with 15ml's of contrast saline mix. Anytime, the rings or the main body were ballooned forward pressure was applied to the device to help mitigate the risk of device migration. The contralateral gate was cannulated without too much difficulty and the catheter was placed in the contralateral limb and contrast was injected to verify cannulation. This angiogram also showed retrograde filling of the aorta in the supra renal area without any indication of a type ia endoleak. The angiogram at this time also showed that the primary sealing ring had wall apposition and appeared to be above the angle of the aorta to aaa sack. Multiple limbs were used bilaterally to ensure that there was enough slack built into the system so there would be no tension on the device. Limb deployment went without issue for the ipsilateral limb, covering the left hypo for a few minutes until a balloon was used with some forward pressure to relieve that situation. The final angiogram showed that the device had migrated distal about 2cm, causing a large type ia endoleak. After consultation, due to the tortuosity of the neck and the device migration, it was decided that there was no way to fix the type ia endoleak with a cuff or palmaz stent. The physician considers the patient to be healthy and a good candidate for an open repair. Reintervention was performed on (B)(6) 2024. Reportedly, the aneurysm was inflammatory. The device was explanted. The procedure took approximately four hours. The patient was extubated and off pressors the same day. The patient was oliguric (baseline egfr of 41); however, the physician believes that the patient's kidneys should recover.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as the devices were destroyed during explant and not returned by the hospital. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device discarded by the hospital.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the dislodged/displaced aortic body (intraoperatively), type ia endoleak with surgical conversion and explant complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user related due to the neck taper being off label at 12.1% which likely contributed to the reported event. The complaint is most likely anatomy related due to the infrarenal angulation at 87.2%. The procedure related harms are abnormal blood loss and renal insufficiency. The final patient status was reported as hospitalized. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes ¿ remove 4003. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.